Event description:
Reportable based on device analysis completed on 06feb2025. It was reported that catheter kink and tip damage occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, an intravascular ultrasound (ivus) catheter was used for multiple runs, approximately 3 to 4 times, but the catheter became kinked, and the tip was damaged afterward. The procedure was completed successfully. No patient complications were reported. However, device analysis revealed that the tip was detached.

Manufacturer narrative:
D2b: pro code (product code) - obj. The device was returned for analysis. Visual and microscopic inspection revealed that the guidewire exit port was torn and the tip was detached. Media provided by the client that showed evidence of the reported tip damage/defective.